Event description:
Hcp reports patient was not getting pain relief. At refills, the pump was still full of medication. Hcp believes the pump was malfunctioning for 4-5 months. A dye study was done which confirmed the catheter was intact and in the intrathecal space. The pump was explanted and returned to the manufacturer for analysis. At the last office visit, the patient was still experiencing a "considerable amount of pain."